Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted and replaced due to output failure during the defibrillation test. The patient was doing fine post procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from a legal claim indicated that the patient received multiple inappropriate high voltage therapy from the device.